Event description:
Found during testing. According to the reporter, the device would not deliver energy. There was no pt use associated with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not transfer energy. Physio replaced the main pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.